Event description:
It was reported that the device was used during a gastric bypass with roux-en-y. It was reported by the rep that the surgeon tried to fire the tvc55 on small bowel. With the first firing of the device about 10 staples fired. The stapler seemed to lockout and couldn't be fired any further. The tvc55 was removed and a new stapler was opened (tvc55) to complete the case. The stapler worked fine. There was no consequence to the pt.